Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, his vision is good, but he sees glare at night. He has a history of blepharospasms, which are treated with medication injections. He also reports dryness of the eyes, blurry vision and photophobia. In a f/u, the surgeon reported the events continue and that there were no medical or surgical intervention performed. There are two medical device reports associated with these events; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and rec'd. (B)(4).